Event description:
Additional information from the healthcare provider of a clinical study reported device interrogation revealed there was lead high impedance the day of device explant. It was unknown if it was related to lead 1 or 2. The event was considered resolved without sequelae.

Event description:
It was reported that the patient had a worsening of their dystonia. This was deemed not related to any of the patient¿s implantable neurostimulator (ins) system components or to the device procedure. The issue required a visit to the urgent care and an unscheduled clinic/office visit with a patient examination performed on (B)(6) 2015 for diagnostic testing and troubleshooting. An action taken as a result of the issue was that the entire ins system was explanted and the components disposed of per biohazard instructions. The event was considered ongoing as of the date of report. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37085-95, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type extension; product ID 37085-95, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type extension. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resulted in a life-threatening illness or injury. The event required in-patient or prolonged hospitalization.

Manufacturer narrative:
It was determined that this report was a duplicate of report number 3004209178-2015-21988. To this end, all additional information received regarding this event will be submitted under report number 3004209178-2015-21988. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).